Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified low battery, low battery change, and depleted battery

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with cracked top case corner, damaged bottom case gasket, missing labels, cracked battery door, chipped ear clip and broken ac receptacle. During analysis, the reported issue was unable to be duplicated. Service replaced battery as a preventative measure, performed power up process, preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump turned off due to depleted battery and the pump displayed no warning of low battery. No patient injury reported.